Event description:
It was reported the patient received the following results within 15 minutes with an accu-chek guide meter and accu-chek guide test strips of lot 102765: 525 mg/dl and 116 mg/dl. It was reported the patient received the following results within 15 minutes with the same accu-chek guide meter and accu-chek guide test strips with an unknown lot: 443 mg/dl, 98 mg/dl, and 110 mg/dl.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).